Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Rapid pcr, san rafael,ca, stating they believe the positive results they received are false as they tested a few hours later and received negative results. Information reported by user is being reported as required by 21 cfr 803.